Manufacturer narrative:
This event took place in (B)(6).

Manufacturer narrative:
The field service representative visited the site and found the sample probe was defective. The investigation determined a sample probe defect may create falsely low liquid level detection signals, resulting in falsely low sample pipetting and that this cause can explain the observed behavior of the device.

Event description:
The customer complained of questionable tsh - thyrotropin, ferritin, and vitamin b12 results on four patient samples. Of the data provided, only those for tsh were a reportable malfunction. Patient 1 had tsh results of 0.093 mu/l and 3.46 mu/l. The sample was repeated again on (B)(6) 2013 with results of 3.49 mu/l and 3.45 mu/l. A result of 3.28 mu/l was reported outside the laboratory. It is unknown when this result was obtained. Patient 2 had an tsh result of 1.27 mu/l, which was reported outside the laboratory. On (B)(6) 2013 the sample was repeated with results of 2.65 mu/l and 2.70 mu/l. On (B)(6) 2013, patient 3 had an initial tsh of 0.139 mu/l. The repeat tsh was 1.07 mu/l. It is unknown which result was reported outside the laboratory. The customer stated only correct results were reported outside the laboratory. No patients were harmed by any action taken. The tsh lot number in use was 17359403. The expiration date was requested but not provided.